Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that patient's therapy output decreases when below 50% charge level. Since reprogramming the patient on (B)(6) 2018, patient has noticed a decrease in stimulation sensation when ins charge level is 50% - indicated more reduction in therapy the more it is under 50%. Patient has cervical paddle placed peripherally. Patient was initially programmed in hd since implant until (B)(6). Another reprogramming session occurred on (B)(6) as patient indicated it wasn't quite getting the right area of pain relief. Patient initially confirmed the issue started in (B)(6) or the past month or two, but then mdt rep indicated it was (B)(6) or since the last programming. It was discussed with caller that output should maintain the same. Caller confirmed after previous recharge complaints (recharge issues have been reported) that the ins has been recharged to 100% (calibrated). Caller sent report from (B)(6) showing the changes made. Went from hd to ld on (B)(6) - no complaint of output. Reprogrammed on (B)(6) to optimize coverage - complaint of output decrease when ins is below 50%. Later, it was reported that the rep activated adaptive stim (as) for patient earlier today. Patient called and indicated her ins was turning on and off, and speculating this is as related. Caller will verify ask patient to disable as until he can meet with patient next week to reprogram. It was discussed that transition time and position range need to be adjusted and checked. No further complications were reported/anticipated. Omitted information regarding recharging issues, no new information, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the decreasing stim sensation has not been determined at this time. The adaptive stim was turned off and the patient reported the stimulation was no longer turning off and on. The issue of decreasing stim sensation when the battery level drops below 50% has not been determined. The patient has an appointment to see hcp in (B)(6). At this time, rep did not have another appointment scheduled to meet with the patient. The weight of the patient is unknown. Patient said she weighs approximately (B)(6) pounds. The hcp was made aware of the issue. No further complications were reported/anticipated.